Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the anchor block broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.